Manufacturer narrative:
Concomitant medical devices: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0fge1, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer whose indication for use is essential tremor and movement disorders reported via a manufacturing representative that the patient had an episode of significant shocking in (B)(6) 2015. The patient had felt the sensation all over and then turned the stimulator off and had gone to the emergency room for treatment of residual pain. The patient had noted that the event had happened without notice. An impedance check was done. Some electrodes were out of range, c/3-2087. Electrode impedance values were c/0-1930, c/1-1696, c/2-1949, c/3-2087, 0/1-2276, 0/2-3219, 0/3-3766, 1/2-2449, 1/3-3344, and 2/3-3344. No interventions or actions were taken. The cause was not determined. The shocking sensation and residual pain had resolved. No surgical intervention had occurred and none was planned.